Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded increasing shock impedance. Further review of the device data was requested to technical services (ts) to determine next steps. The patient is being followed by latitude and is scheduled for in clinic follow up. The ICD system remains in service. No adverse patient effects.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded increasing shock impedance. Further review of the device data was requested to technical services (ts) to determine next steps. The patient is being followed by latitude and is scheduled for in clinic follow up. The ICD system remains in service. No adverse patient effects. Upon ts evaluation of the device data, it was discussed that there is a gradual increase noted in the shock impedance, with high out of range measurements. It was also noted that there is no noise observed for the right ventricular (rv) lead. Troubleshooting recommendations were provided. The ICD system remains in service. No adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.